Event description:
It was reported that the device had a power on reset (por) that was associated with recent radiation therapy. The device reset back to previous pacing parameters without incident. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.